Event description:
The rptr states doing back to back blood glucose tests, within ten mins, using separate finger sticks. Rptr's results were 53 and 63 mg/dl. Rptr did not have any symptoms. Control solution tests were in range, 126 and 130 (95-142). On followup, the rptr stated that the confirmation dot "wasn't all blue", and rptr felt that was why the tests were wrong. Rptr's readings now are in the 90-100's. Rptr did a control test using new control solution and new test strips and got an in range reading of 129 (92-138). No harm was alleged.